Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 and ps2 power supplies were adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had a generator failure error and shut down on its own during a case. No patient injury was reported.